Manufacturer narrative:
The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), traveler rx, global instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 100% stenosed, moderately tortuous and moderately calcified de novo lesion in the distal right coronary artery (drca). The 1.50 x 12mm traveler rx balloon dilatation catheter (bdc) was prepped while in the patient anatomy. The bdc was then advanced, however resistance with the calcified lesion was felt. During the first inflation the balloon ruptured around 12 atmospheres (atms). The bdc was simply removed and replaced with a non-abbott bdc. Dilatation was performed and an unspecified drug eluting stent was deployed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay was reported. No additional information was provided.